Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. During a clinic vi sit, it was found that the ICD was over-detecting supra ventricular tachycardia (svt) due to the failure of the device wavelet algorithm. Follow-up with the clinic revealed that the inappropriate therapy the patient received was anti-tachycardia pacing (atp). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).